Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician, no patient complications were reported following the procedure. The patient was last seen approximately 6 months ago, with no complaints or complications reported. All other information is unknown and unavailable.